Manufacturer narrative:
Boston scientific received information that during a routine follow-up, loss of capture was noted at maximum output on this left ventricular (lv) lead. The physician suspected the lead dislodged from the target vessel and wedge position. A lead replacement procedure is being considered. There were no adverse patient effects.

Event description:
Boston scientific received information that this left ventricular lead was repositioned due to dislodgement and high threshold measurements. Sensing and impedance measurements were within range. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--